Event description:
The initial reporter alleged a false positive result with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 disk. The reported results for the same sample were as follows: the first run yielded 1.16 coi (reactive) from the mother tube, and the second run yielded 1.14 coi (reactive) from the same mother tube. A third run, performed on a re-spun sample for 10 minutes from the mother tube, yielded 0.414 coi (non-reactive). A fourth run, using the same sample from the third run, yielded 0.001 coi (non-reactive). The results were not released.

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. The calibration data and quality control signals were reviewed and found to be within acceptable ranges, although some fluctuations in quality control signals were noted. The investigation was limited as no sample material was available for further analysis. It was observed that the customer did not follow the confirmation testing recommendations outlined in the instructions for use, which require the use of an independent neutralization test for repeatedly reactive samples. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to adhere to the confirmation testing procedures and to review the handling and storage of quality control materials at their site.